Manufacturer narrative:
Medwatch report rec'd from the hospital on 04/23/08. Device being returned for investigation. Device was not used on the pt. Once the investigation has been completed, a supplemental report will be filed.